Event description:
Information received from the field ntoes that the patient was seen for a post implant follow-up. The patient was asymptomatic and not pacemaker dependent. Upon pressing the interrogation button, the rrt screen came up. The screen was bypassed and the measured battery data was 2.25v, 24ua, <1 kohms. The device was subsequently replaced.